Event description:
It was reported the programmer has a problem in the motherboard. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the display was distorted; mpu (microprocessor unit) printed circuit board found out of electrical specification. Analysis also found the handle was broken. (B)(4).